Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A nurse reported a case of diffuse lamellar keratitis (dlk) at one day post lasik treatment. The reporter indicated topical steroid eye drop dosage was increased. Upon additional follow up, reporter indicated the dlk is resolved.

Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. Technical root cause could not be determined as the system is working within specifications and works as intended. Contributing factor may have been bacteria coming in the eye with the flap lifter instrument or corneal marker. (B)(4).